Event description:
A patient fell in her room, and caregivers were trying to get her up from the floor to the recliner using hoyer lift. They used the sling that says that it can hold up to 600 lbs. The patient weighs (B)(6) lbs. There were at least four nurses helping the patient off the floor when one of the sling grips ripped off. Fortunately, the patient was a few inches from the floor so they put her back to the floor. They called the lift team for assistance. The lift team brought another hoyer lift machine with another sling and all of them together got patient up from the floor to the recliner.